Event description:
During a follow-up, noise was observed on the right ventricular (rv) lead. Technical support was contacted and reprogramming was performed to reduce noise episodes. No further intervention has been performed at this time. The patient is stable with no consequences.